Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn c-cover and foreign material on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of burn c-cover was caused by a component failure. The foreign material on light guide lens also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.